Manufacturer narrative:
Block h2: additional information: block b5 block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: investigation results visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. It was noted that the rx tunnel of the device was detached and not returned. Upon product analysis the failure was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on august 10, 2020. According to the complainant, during the procedure, it was noticed that the black sheath detached from the catheter. Reportedly, the detached black sheath was retrieved from the duodenum. The procedure was completed with another hurricane rx dilation balloon there were no patient complications reported as a result of this event. **additional inforation received on september 9, 2020** it was noted that the black sheath was retrieved using a snare.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the black sheath detached from the catheter. Reportedly, the detached black sheath was retrieved from the duodenum. The procedure was completed with another hurricane rx dilation balloon there were no patient complications reported as a result of this event.